Event description:
Treating physician reported that the patient was experiencing an increase in seizures and believed that the generator was approaching end of service. A battery life calculation was performed and estimated -0.47 years remaining until end of service. As a result, patient generator was replaced due to end of service. The explanted generator was returned to manufacturer and underwent analysis. Product analysis did not confirm generator end of service. No anomalies were noted and the generator performed according to specifications. The cause of the increase in seizures is unknown. Attempts for further information have been unsuccessful to date.